Manufacturer narrative:
The device was returned for evaluation. Upon receipt, a visual examination of the device revealed no issues. This customer's complaint condition could not be confirmed as the customer failed to also return the suspect pouch for evaluation. A review of the device history record for the pertinent lot was performed, no anomalies were noted. A search of the complaint database revealed no additional similar complaints reported for this lot number. We are not able at this time to determine the relationship between this device and the cause for this event.

Event description:
The complainant reported that as the clinicians were unpacking the device in preparation to performing a diagnostic procedure on a patient (age, gender and weight unknown) when they observed the pouch containing the device was only partially sealed. The complainant reported that there was no adverse affect on the patient as a result of the problem, and the patient's condition was reported as "good".